Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information about a patient with a 23 mm aortic valve implanted 11 years, 10 months, is being considered for valve-in-valve procedure due to aortic stenosis. The valve-in-valve procedure has not been scheduled.

Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Report of valvular regurgitation was confirmed through observed leaflet tears. Report of perivalvular regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on leaflet 1 and moderate calcification on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6.5mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 3mm tear near commissure 2 and leaflet 2 had 6mm tears near commissures 2 and 3. Calcification was evident at the tears. Leaflets were observed to be thickened and swollen near the tears. Mechanical damage was observed on leaflet 3 near commissure 3. A non-transmural tear approximately 2mm long was observed on leaflet 3 near commissure 1. Sewing ring and cloth and had multiple cuts around the valve. Wireform was exposed on commissure 1, near leaflets 2 and 3 on the outflow aspect, and near leaflet 3 on the inflow aspect.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 23mm aortic valve implanted 11 years, 10 months, is scheduled to undergo redo sternotomy aortic valve replacement due to severe aortic stenosis and insufficiency. Tee showed both valvular and perivalvular regurgitation.